Manufacturer narrative:
Device was used for treatment, not diagnosis without a lot number the device history records review could not be completed. A product development investigation was performed. Screws and parts of screws were received for investigation. Upon visual inspection of the complaint devices it can be seen that two screws have no visible damage, furthermore, a broken screw head with three chips was received. DHR review could not be conducted due the insufficient information, as no article and/or lot numbers were provided. Further investigation of the broken screw, because of the damage and as no article and lot number provided, the complaint relevant dimensions cannot be checked for dimensional accuracy. Exact reason for this occurrence could not be determined. It is assumed that during the operation an application error may have taken place, and/or that high applied mechanical force led to this damage. It is unknown which screws malfunctioned. The following possible part numbers were provided; 04.503.226.01c, 04.503.228.01c, 04.503.234.01c, 04.503.236.01c. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in ((B)(6)) is as follows: concomitant parts reported: orthodont-bone anchor-pl domed design 4h 04.500.013 (part # 04.500.013, lot# unknown, quantity - 1).

Manufacturer narrative:
This report is for three (3) unknown screws. Remainder of the broken screws remained in the patient. Not explanted. Concomitant medical products: unknown plate (part # unknown, lot# unknown, quantity ¿ 1). (B)(6). Subject device has been received and is currently in the evaluation process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent procedure. The surgeon was putting the screws into the patient¿s mouth and multiple heads sheared off. The heads were removed but the rest of the screws remained in the patient. The surgeon lost three (3) screws and is not confident that the plate will hold. No patient harm reported. Reportedly, if the plates and screws hold, there will not be a further operation until the plates and screws need to be removed in approximately six (6) months. Concomitant parts reported: unknown plate (part # unknown, lot# unknown, quantity ¿ 1). This report is for three (3) unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.